Event description:
It was reported that the patient had increase pain but it was not known when that began. It was noted that the stimulator lead was located up in the cervical area but they can see on a CT image what look like a type of screw possibly from a lead or extension. It was noted that they were to abort any further procedures and refer the patient to a neurosurgeon for a consult and not to explant the stimulator system at this time because there was not enough information to do so. It was noted that the stimulator device had only one lead so there was an empty connector. It was noted that at the time the patient had increased pain they had also fallen and skinned their knee. Additional information received reported that the object was not identified nor was it clear as to whether it was in the intrathecal space or not. It was noted that the current health care professional (hcp) would be referring the patient to a neurosurgeon as they would not be comfortable doing anything more without further information.

Manufacturer narrative:
Concomitant products: product ID 7434-e, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3487a, lot # l50857, implanted: (B)(6) 1998, product type lead; product ID 749851, serial # (B)(4), implanted: (B)(6) 1998, product type extension. (B)(4).

Event description:
Additional information received reported the health care provider's office had not received any information or test results from the neurosurgeon's office yet. It was noted the patient had a follow up appointment with the health care provider in a few weeks. Additional information received reported the patient's appointment was rescheduled for (B)(6) 2014. It was reported the patient was seen by the neurosurgeon, but there was no information on that visit as of yet. It was noted that the physician had referred the patient to a spine surgeon. It was noted there was nothing mentioned in the notes about the foreign object seen on x-ray.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was taking oxycodone at the time of the event. It was noted that foreign object was found in the region of stenosis. It was noted that the patient appeared to have an old lead as well. It was noted a CT myelogram revealed that the patient had constriction at the t9 level due to a lead. It was noted that there was an opaque object several millimeters in length. . It was noted that pictures were taken and sent to the manufacture engineers to see if they could identify the foreign object. It was noted that during the procedure, prior equipment that had been registered to the patient were located. It was noted that patient's original spinal cord stimulator and catheter and extension were placed in 1998 and patient was not using it. It was noted that the "stimulator equipment was all cephalad to the area of interest." It was noted that multiple views and extensive fluoroscopic exam was done which was somewhat limited due to the patient's size, the foreign body appeared to be located in the dorsal portion of the spinal canal. It was noted that the physician came to the conclusion that instead of the stimulator lead causing compression at the t9 level, it was either the tip of the catheter or foreign body or some other object that was causing the problem. It was reported that the patient's spinal cord stimulator lead in the cervical region was inoperative; the physician felt it was best to proceed with further investigation of patient's records to see if they could correlate any implanted item with the object found on the exam. Information regarding foreign object is also reported in manufacturing report #3004209178-2014-05269.